Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0019708. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that the pegasus bl 22gax1.00in prn-cap y non-pvc needle was difficult to disengage after the puncture. The following information was provided by the initial reporter, translated from chinese to english: "at 11 am, on (B)(6) 2021 the on duty nurse gave the patient injection with an indwelling 22g safe indwelling needle for intravenous infusion in the ward. The puncture process was successful. It was found that the steel needle of the indwelling needle could not be removed successfully at 11:05 pm, and the patient was replaced with the indwelling needle at 11:10 pm. The patient is in stable condition and has been transferred to another department."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pegasus bl 22gax1.00in prn-cap y non-pvc needle was difficult to disengage after the puncture. The following information was provided by the initial reporter, translated from (B)(6) to english: "at 11 am, on (B)(6) 2021, the on duty nurse gave the patient injection with an indwelling 22g safe indwelling needle for intravenous infusion in the ward. The puncture process was successful. It was found that the steel needle of the indwelling needle could not be removed successfully at 11:05 pm, and the patient was replaced with the indwelling needle at 11:10 pm. The patient is in stable condition and has been transferred to another department."